Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by the customer "last friday we had to exchange a 4fr powerpicc for a new one as the older PICC had a split. The elderly patient from a nursing home requires the PICC for long term antibiotics. The district nurses went to attach the baxter pump antibiotics and noticed that the PICC had a split just above the wings. No patient harm."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed but the cause is unknown. The product returned for evaluation was a 4fr sl powerpicc solo catheter. The returned product sample was evaluated and a kink impression with a longitudinal split was observed between the 1 and 2cm marks on the catheter body. No specific evidence was seen during the investigation which supported a specific root cause for this event; however, it appeared that kinking of the indwelling catheter shaft likely contributed. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer "last friday we had to exchange a 4fr powerpicc for a new one as the older PICC had a split. The elderly patient from a nursing home requires the PICC for long term antibiotics. The district nurses went to attach the baxter pump antibiotics and noticed that the PICC had a split just above the wings. No patient harm.".